Event description:
According to the reporter, on (B)(6), intra-operatively, the obturator/trocar was broken. The blade would not deploy from the safety shield when pressure was applied on the obturator when going through skin incision. No patient injury has been noted. The return status of the device is unable to be determined.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned products noted; the obturators, trocars, cannulas and envelope seals all appeared intact. Pmv performed functional testing: the obturators were inserted into the trocars, the knife blades cut through the test media without difficulty. The ports passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.